Manufacturer narrative:
The device involved has not yet been returned to medsource. Without a sample, a root cause could not be determined at this time.

Event description:
IV fluid leaked between connection between extension tubing adn male luer lock adapter.